Event description:
It was reported the patient has experienced unintended abdominal stimulation since his scs system was implanted. Surgical intervention was undertaken to revise the lead. However, during the procedure, the lead was unable to be revised and the physician elected to explant the patient's scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.